Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the s5 double roller pump 85. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double roller pump displayed fault in motor controller (e432) during a procedure. There was no report of any patient injury.

Event description:
See initial report.

Manufacturer narrative:
Serial read out (real time device parameters and setting recording file) of the pump was collected and do not report error messages on the alleged event date (october 16th, 2024). However multiple error codes 432 (rc_resolver) were recorded on september 19th, 25th and 26th, 2024, confirming the issue with the pump. The review of machine service history revealed that it was installed in 2024 and the DHR did not reveal any non-conformity nor deviation during manufacturing. Based on the above, the most likely root cause of the issue is related to an early failure of the motor control boards. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H 11: the complained pump was investigated. Initial test run confirmed the reported issue: error code 432 occurred a few minutes after startup on the s5 double roller pump 85 side b. To solve the issue, both motor control boards (motor end stage board s5 and motor control hms0409) have been replaced . Unit tested without further issue and returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.